Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the spo2 value was about 90. However, the spo2 value was 98-100 when measured with another pulse oximeter. The device powers off by itself. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(4).

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(4)., corrected data: (email address) was updated from "unknown@notgiven.com" to a blank field. Additional manufacturer narrative" was updated from "the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(4)" to "the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(4)."